Event description:
A customer contacted beckman coulter inc. (Bec) stating that the samples and reagent probe wash stations in the immage immunochemistry system were not draining and were overflowing. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
The customer performed troubleshooting with bec cts (customer technical support) and noted that the sample and reagent probe wash stations were not draining and overflowing as a result of a lack of vacuum. Cts generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and replaced a diaphragm due to the low vacuum issue. Repair was verified per established procedures and results met published performance specifications. (B)(4).